Manufacturer narrative:
The sample was collected in a urine cup and poured into a glass tube. The customer was unable to provide further information. The field service engineer was dispatched to the customer's site but the customer refused the service as they were switching to another vendor. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer stated they used additional reagent lot numbers: (763338 and 799508) since on (B)(6) 2024. The c501 modules' serial numbers were (B)(6). The customer stated they had no issues until they switched to the new version of the bnz2 assay. Qc was within the acceptable ranges. During troubleshooting, the customer mentioned that they have a machine that swirls the reagent packs. The investigation is ongoing.

Event description:
We received an allegation about questionable high results for 1 patient urine sample tested with online dat benzodiazepines ii (bnz2) assay on two different cobas 6000 c (501) modules when compared to a liquid chromatography¿mass spectrometry (lc/ms) method. Initial result: positive (tested on the 1st c501 module. The customer stated that they noticed questionable high bnz2 results since on (B)(6) 2024. The sample was sent out to a provider to be re-tested using an lc/ms method and the result was negative. The sample was then repeated on another c501 module at the customer's site and the result was positive. The negative result was deemed to be correct.